Event description:
Patient reports high pressure alarm when she attaches cassette to pump. Sn is (B)(4). There was no injury to patient. We are sending a replacement pump and a return box. Patient was able to use her back up pump with no issues. No other information known. Dose or amount: remodulin 41.5nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.